Event description:
It was reported that the device was suspected of having premature battery depletion. Additional information was received that indicated that the device was explanted and replaced. The device has been returned. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was suspected of having premature battery depletion. Additional information was received that indicated that the device was explanted and replaced. The device has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).